Event description:
Reporter stated the patient has experienced hyperglycemia of above 300 mg/dl for the past 3-4 weeks. He changed the accessories and delivered insulin via the infusion device, but this did not resolve the issue. He believes the insulin delivery of the infusion device is too low. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).